Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose of 38mg/dl. Customer also reported that they had sensors with inaccurate readings. Blood glucose was 91mg/dl, 89 mg/dl when sensor glucose was 38mg/dl and 400mg/dl respectively. Customer stated that they received change sensor alert after a calibration not accepted. Customer declined to troubleshoot for low blood glucose and sensor glucose versus blood glucose. Sensor will be returned for analysis.

Manufacturer narrative:
Inspected one random opened and used sensor and performed continuity resistance test. Sensor passed per specification. Also, performed bicarbonate buffer test. Sensor passed per specifications with accurate readings. See attached file for details.